Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During this testing, it was found that the display had white lines running through it due to a defective lcd. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the display has horizontal white lines at the top of the screen. No known impact or consequence to patient.